Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ needle was leaked during use.

Event description:
It was reported that a bd¿ needle was leaked during use.

Manufacturer narrative:
Investigation: 99 samples were received for evaluation. They were tested for leakage and no leakage was noted therefore failure mode was not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.